Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the x25 final tightener (p/n: 279712600, lot: gm5369540) had the tip worn. The observed condition could be attributable to repetitive use and end of life indicator of the device. The complaint condition of "unable to assemble" was not confirmed since it is not possible perform a functional test with the mating device, since it was not returned. No other issues were identified. A dimensional inspection was not performed for the x25 final tightener due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the x25 final tightener (p/n: 279712600, lot: gm5369540) would contribute to the complained device issue. After a visual inspection per guidance provided in windchill document, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: no issues device history a review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm5369540 was released in one batch. Batch 1: lot qty of (B)(4) units were released on 30 dec 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Supplier: (B)(4). The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in united kingdom as follows: it was reported that during a procedure on (B)(6) 2022, the x25 final tightener instrument was spinning in set screw head and was unable to reach torque limit. It was also reported that two (2) set screws had stripped during this process. Fragments of the stripped set screw were removed from patient. The damaged set screws implant were removed and replaced and an alternative instrument was used to complete the procedure. There was less that two (2) minutes surgical delay. There was no patient impact reported. This report is for one (1) x25 final tightener. This is report 3 of 3 for complaint (B)(4).